Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose with manual injections. Customer advised they changed out their set and continued to experience high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.